Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the patient contacted animas and alleged a blood glucose reading of 530 mg/dl. With nausea, confusion, lethargy, symptoms of dehydration, and large ketones. It was reported that the patient treated the hyperglycemia with injections of insulin and remained on the pump. At the same time, it was reported that the pump had a cracked battery compartment and that the cap would not stay on. Allegedly, the pump lost power intermittently. This complaint is being reported because the patient experienced hyperglycemia as the result of pump use.